Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed accuracy test. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: product received date 1/7/2025. H3: one device was returned for evaluation with complaint that the pump failed accuracy test. Service history review identified this device has not been in for service previously. Visual and functional testing was performed. Device passed accuracy test, and the problem was not duplicated. The probable cause of the reported problem was unknown. Preventive measure replaced expulsor, valves, foam, and downstream occlusion (dso) sensor. Device passed all functional testing post repair.